Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 109 days following the implant of this transcatheter bioprosthetic pulmonary valve, echocardiogram demonstrated gradients between 25 and 30 millimeter (mm) of mercury (hg). 1 year, 3 months, and 11 days following the implant of the valve, cardiac magnetic resonance imaging (MRI) showed a severe conduit obstruction due to stenosis, with a marked reduction in the right ventricle (rv) ejection fraction from 60 % to 29.5%. 1 year, 4 months, and 11 days following the implant of the valve, it was explanted and replaced with a non-medtronic 19mm bioprosthetic valve within a 20mm conduit. No additional adverse patient effects were reported.